Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not detect the patient while defibrillation pads were applied. It kept reading, "check patient". In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.